Manufacturer narrative:
(B)(4). The pump (sn (B)(4)) found a miscellaneous overinfusion issue with an undetermined root cause.

Event description:
The device was returned to the manufacturer for eri (elective replacement indicator). The pump was used to deliver dilaudid, bupiva caine, clonidine and baclofen.